Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with full mtx surface texturing and microgrooves (B)(4) was returned for investigation. Visual inspection of the returned product identified minor signs of wear and bone residue around the external threads due to usage. A crown was still attached to the implant. Pain was also reported but the investigation was performed on bone loss since pain could be a consequence of bone loss. Functional testing and measurement could not be taken since the crown was still attached to the device. The reported device had been implanted on tooth #31 for approximately 8 years. X-ray or picture images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to bone loss.. The product was returned but the reported complaint could not be verified since it is a medical condition and no x-ray or pictorial evidence was provided. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880.

Event description:
Doctor reports acute bone loss around implant tsvt6b10. Implant was removed. Site was bone grafted and patient sent home to heal. Tooth site # 31.